Event description:
Filter found to be leaking. Extension set microbore trifuse, 3 bonded maxzero¿ needle-free connectors, 0.2 micron filter, 3 slide clamps (red, white, blue), spin male luer lock. Not made with dehp. L: 60 in l: 152 cm pv: 1.5 ml content sterile. Manufacturer response for bd, (brand not provided) (per site reporter). No response, multiple reports placed regrading this same issue the over last few years.